Event description:
It was reported that during an unknown procedure, scissoring occurred. When the device was fired out of patient several times after this incident, clips were intermittently fed into the jaws. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed three conforming clips and one scissored clip. In addition the device locked out as intended. During the analysis no feeding issues were noted. No conclusion could be reached as to what may have caused the reported incident. The device record was reviewed and no anomalies were noted during the manufacturing process.